Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during an esophagectomy procedure, the trigger did not return to the home position after the firing. The trigger was returned by hand. Another device was used to complete the procedure. There were no adverse consequences for the patient.